Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2500 ohms with no capture at maximum device outputs on the left ventricular (lv) channel. The out of range impedance and no capture occurred when the lead was programmed tip to ring and ring to device configurations. The caller stated that no x-rays have been performed. The vector was reprogrammed tip to device with a stable impedance measurement of 310 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating an x-ray confirmed this lv lead was fractured. A revision procedure was performed and the lead was removed from service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.